Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached when there was about 8 ml left in the cassette. The pump was alarming check for empty reservoir. Settings reviewed and resolution volume indicates 8.7 ml remaining. Patient stated that the bag appears completely empty. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.